Event description:
It was reported that this insertable cardiac monitor (icm) fell out of this patient's body. The patient was instructed to bring the icm back to the clinic, but the patient can't recall where it is. No new icm was implanted. No adverse patient effects were reported.